Event description:
It was reported that the pt had been in a nursing home due to a traumatic brain injury. The pt had been having fevers that ranged in temperature from 99-103.9 degrees for the past 11 days. It was not known if there was an infection, but it was thought that there may have been a "baclofen infection" at the pump site. The skin around the pump was intact and no other infections had been found anywhere else on the pt. The pt's abdomen was distended. Surgery had been performed to check the bowels on (B)(6) 2011. The doctor removed the pt's appendix. The pt was in ICU and was on a ventilator following the surgery. The drug in the pump at the time of the event was baclofen. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).